Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. It was also reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary incontinence, urinary frequency, urgency, urinary retention, nocturia, recurrent stage iii cystocele, stage I apical prolapse, vaginal discharge, itching, dysuria, atrophic vaginitis, and vaginal bleeding.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to prolapsed bladder. It was reported that following insertion the patient experienced urinary/bowel problems, neuromuscular problems and vaginal scarring. It was reported that patient underwent mesh removal of partial sling and implant replacement sling on (B)(6) 2011. (B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.